Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism failed to deploy. The pod was not worn and discarded. No adverse patient impact was reported.